Manufacturer narrative:
C2/d10: concomitant product UDI for reservoir is (B)(4).

Event description:
It was reported that the patient implanted with this inflatable penile prosthesis (ipp) presented with mismatching length between both sides of their device. Upon inspection, a bulge in the left cylinder was identified presenting as a lump. A surgical procedure was performed during which the ipp was explanted and replaced with a new device. The physician elected to implant a differently sized device and rear tip extenders to better fit the patient. No patient complications were reported.

Event description:
It was reported that the patient implanted with this inflatable penile prosthesis (ipp) presented with mismatching length between both sides of their device. Upon inspection, a bulge in the left cylinder was identified presenting as a lump. A surgical procedure was performed during which the ipp was explanted and replaced with a new device. The physician elected to implant a differently sized device and rear tip extenders to better fit the patient. No patient complications were reported.

Manufacturer narrative:
Model number/catalog number: 72404156. Serial number: n/a. Batch/lot number: 1100350709. Model/catalog description: reservoir 100 ml pc/iz. Unique identifier (UDI) #: (B)(4). The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Bulge is acknowledged within the dfu and are not related to off label use or failure to follow instructions. The dfu provides guidance and instruction to achieve successful ams 700 implantation and to prevent bulges. Improperly sized cylinders are acknowledged within the dfu and are not related to off label use or failure to follow instructions. Additionally, the dfu provides a table to select correctly sized cylinders, tubing length, and reservoirs. The dfu provides guidance and instruction to achieve successful ams 700 implantation and to prevent size related complications. The investigation findings do not clearly confirm the presence or absence of the reported problem with the device.